Event description:
During super-selective angiography injection with contrast, it was reported the distal segment of the catheter was separated from the catheter, and the distal segment remained in the pt. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter separation site is located approximately 2.3 cm from the distal tip. The separation site has the appearance of an expanded circumferential dilatation consistent with bursts that may occur during angiographic injections.